Event description:
The (B)(4) distributor reported that a patient underwent a catheterization procedure in (B)(6) 2012. No complications were reported during the device deployment and closure. A few days after the catheterization procedure, it was alleged that the patient got a body reaction from the device peg. The material was surgically removed from the patient on (B)(6) 2012. No further information is available.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided.